Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician evaluated the device and performed an event trace download. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that a patient expired while he was scheduled to be connect to the lap top ventilator 1150. The customer stated that the patient occasionally refused to use the ventilator at night. The passed expired while disconnected from the ventilator.